Manufacturer narrative:
(B)(4). Device (a) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Device (b) was returned in good visual condition and with an ecr60b partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward ejecting the most proximal staples and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please note that the battery pack has a drain feature that drains the pack within 24 hours of the procedure; therefore testing cannot be completed on the original battery used in the procedure. As a result, product inquiries are tested with non-draining packs/simulators. Device b additional information: batch # j5hp43, expiration date: 7/14/2017, manufacturing date: 8/14/2012.

Event description:
It was reported that during a bariatric procedure, the device misfired. Once open, a couple of the staples were engaged in the cartridge. The device was used with a blue cartridge. A second device was pulled and the battery fell out. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.